Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer was unable to clear the alarms. The customer's blood glucose (bg) level was reported to be between 245 and "high" via cgm reading. The cause of elevated bg was a result of the temperature alarms. The customer delivered insulin via manual injections to address the high bg. Reportedly, the customer reverted to manual injections for insulin therapy.